Manufacturer narrative:
(B)(4). Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent dislodgement inside patient occurred. Vascular access was obtained via the right femoral artery using a 5fr non-bsc introducer sheath. The 99% stenosed target lesion was located in the severely tortuous and non-calcified celiac artery. A non-bsc guide wire was advanced via superior mesenteric artery (sma) with a retrograde approach. A support was utilized using a non-bsc micro catheter. A snare was then delivered from left femoral artery and hold the non-bsc guide wire in the aorta and was then pulled to the left external iliac artery. A coyote balloon catheter was then advanced from the right femoral artery and predilation was performed. A 4.0mmx19mmx150cm express vascular sd stent was then advanced but failed to cross the lesion. The express vascular sd stent was pushed and pulled several times however, the stent dislodged proximal to the lesion. It was also noted that the non-bsc guide wire was stuck and was difficult to move. The guide wire with the snare was pulled however the coil unraveled and the guide wire was cut. The dislodged stent and the unraveled portion of the guide wire were left inside the patient and the procedure was completed. The patient has been monitored and no further patient complications were noted.